Manufacturer narrative:
The facility name and address was not made available. The initial reporter did not send a report to the FDA, however a report was sent to the (B)(6) health regulatory agency (anvisa). The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during a procedure, there was a loss of teflon on the sonicbeat 5 mm, 35 cm, front-actuated grip, preventing sealing and use. There was an emergency request for another sonicbeat device to complete the surgical procedure. No reported patient harm. The device had been reprocessed an unknown number of times. No additional information is available.